Event description:
The customer reported that the unit won't charge during opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the unit won't change during opcheck. The device was evaluated at philips. The tech noted several critical error messages in the system log relating to the therapy pca, confirming that a malfunction occurred. The tech also noted that the unit would not shock in manual mode or service mode. The issue was localized to the therapy pca which was replaced to resolve the issue. The device passed all testing and was shipped back to the customer. We are considering this a malfunction of the therapy pca.